Event description:
It was reported to covidien on (B)(6) 2013, that a customer had an issue with defibrillator electrodes. The customer states that on (B)(6) 2013, a (B)(6) year old female had symptomatic bradycardia. The life pack was alarming that the pads disconnected while trying to pace the pt. The pads were eventually changed out to a new set of covidien pads and they were able to pace. Covidien EKG electrodes were also used. The pt had to have a permanent pacemaker placed. The pt is okay and was eventually discharged.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.